Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) with stone removal procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the balloon burst while attempting to remove a stone in the common bile duct. The site indicated that the device had been tested prior to procedural use and worked appropriately. The site went on to note that the balloon was removed intact with no fragments left inside the patient. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).